Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient has suffered serious injury and harm including constant and severe pain in her lower back, knees, and area surrounding implant.